Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 failed and were not detected on the bus. A field service engineer (fse) inspected and found that the drawer was up and functioning. The fse was able to recreate failure in diagnostics, where all the cubies would disappear in drawer 2.1. The fse then confirmed that the light emitting diode was blinking instead of solid on the drawer controller, replaced the drawer controller, and the device functioned properly. The device was tested in diagnostics and by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed and not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.